Event description:
Boston scientific received information that this left ventricular lead was removed from service one day post implant due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. This event will be re-evaluated if additional information is received.